Event description:
Info received on 3/18/97 indicates the device was implanted on 11/8/91. The cuff was remvoed from the pt and tandem cuffs were implanted, date not provided, due to recurring incontinence. Unable to obtain add'l info.

Manufacturer narrative:
Pump performed within specs. Cuff had a wear leak. Balloon pressure not within specs. Cuff performed within specs.